Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in arizona that the tubing of two rt114 adult inspiratory heated breathing circuits were found with "pin size holes" during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt114 adult inspiratory heated breathing circuits were not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is therefore based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the tubing of two rt114 adult inspiratory heated breathing circuits were found with "pin size holes" during patient use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt114 adult inspiratory heated breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt114 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Visually inspect breathing sets for damage before use (e.g. A crushed tube or cracked connector) and replace if damaged."

Event description:
A distributor reported on behalf of a healthcare facility in arizona that the tubing of two rt114 adult inspiratory heated breathing circuits were found with "pin size holes" during patient use. There was no patient consequence.